Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain, radiculopathy, and degenerative disc disease. It was reported that the patient stated she has had overdoses and underdoses. The healthcare provider (hcp) thought the patient should get a new pump put in. The hcp would increase the pump and then it was too much medicine. Then the hcp would decrease it and the patient would go into withdrawal. The patient hadn¿t had any diagnostics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-mar-07. It was reported that the patient had a new pain pump put in last week.